Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown baxter cassette was leaking. This occurred during dwell two of five of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient reported having woken up to find that the third bag disconnected from the cassette line and the solution spilled out. The patient stated that the bag did not connect properly, specifically that the luer kept turning and would not lock. There was no patient injury or medical intervention associated with this report. No additional information is available.